Event description:
It is reported that the poly was unable to be seated after multiple attempts a new poly was opened and seated successfully.

Manufacturer narrative:
Eval summary: for cases where impaction of the liner is not desired, an alternative instrument has been designed to force the liner into the stem. Cause cannot be definitively determined. Eval: as returned, the liner shows deformations and scratches that are most likely due to the several reported attempts to impact the liner. It was dimensionally inspected and found to be conforming where measured.